Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked belt clip slot were noted during the visual inspection. The insulin pump had a blank display due to a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.